Event description:
It was reported that a patient underwent an incisional hernia repair procedure on an unknown date and the mesh was implanted. It was reported that the patient had the repair seven years ago. It was reported that the patient complains of chronic pain. Additional information was requested.

Manufacturer narrative:
(B)(4). Attempts were made to obtain the following information, but unavailable. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Date and name of initial surgical procedure. The diagnosis and indication for the initial surgical procedure? Other relevant patient history/concomitant medications were any concomitant procedures performed? Onset date/time of the pain from surgery location and character of the pain? Is there any specific activity that precipitated the pain or eased the pain? What medical intervention was given for the pain management? Results? If reoperation was performed, please provide date and surgical findings was the device removed? If so, please date and details of the re-operation. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?